Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented to clinic for follow-up, pocket stimulation was observed. Programmed outputs were manipulated but stimulation was still evident. Patient was being seen routinely and had no complaints with the behavior. Lead replacement was recommended.

Event description:
New information received notes that device was explanted and replaced.